Manufacturer narrative:
A ge representative evaluated the system and calibrated the collimator iris. System operates as intended. (B) (4).

Event description:
The customer reported, the collimator iris is too open. No patient injury was reported.